Event description:
The essx handpiece overheated during a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.

Manufacturer narrative:
The device was received, and quality eval is pending. Therefore, a follow-up report will be submitted upon it is completed.